Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump button was sticky and unresponsive. Customer stated that they received crack on casing, diminished battery life, battery cap was worn, motor was louder and slower than before, losing sensor connection, no delivery alarm, did not gave alert for low reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.